Event description:
During a review of a journal article entitled "laparoscopic cholecystectomy: ultrasonic energy versus monopolar electrosurgical energy" by a. Zanghi, m.d. Reported in european review for medical and pharmacological sciences 2014; 18(suppl 2): 54-59, the article advises that during a three (3) year period from january 2009 to december 2011 of the 164 patients in the study, 43 patients were all treated with the ultrasonically activated scalpel harmonic ace (ethicon endo-surgery) as the sole instrument used in the whole procedure. Laparoscopic cholecystectomy was successfully completed in 161 patients (96.95%). In the traditional group, four cases (3.3%) were converted to open surgery. In the harmonic scalpel group (not significant) only one case required conversion. In either groups conversion was due to diffuse peritoneal adhesions. For the harmonic scalpel group, one (1) major complication was reported for blood loss (surgical treatment). The article advised "we recorded one case of hemoperitoneum in the harmonic scalpel group due to bleeding of the hepatic bed, which required laparotomy." Five (5) minor complications were reported for one bile leak(observation); one abdominal fluid collection; one subclinical increase in pancreatic enzymes; and two fevers. Six months after the procedure, all patients were in good health and the follow-up was uneventful.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Corrected information new information received from the surgeon: minimized the bleeding event and emphasized the good results obtained by using harmonic respect the traditional technique. With the use of harmonic the bleeding events are inferior. About the ae: according to the surgeon this was due to a not adequate recognition of venous structures during the transition with harmonic. Probably this caused the failure in sealing of a root of the middle hepatic vein because it is very fragile because not covered by glissonian. The surgeon believe that is entirely normal to take conversion procedure in these cases with each kind of energized device because would be necessary suture points. The surgeon is very satisfied of harmonic and is continuing to use it during laparoscopy and open procedures based on this new information, the event no longer meets the criteria as a reportable event.